Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and performed a test run, but the issue could not be duplicated; however, the pse confirmed that the 1111 "o2 device failed" and 1208 "oxygen not available" alarm errors were logged in the event log-- when the 1111 "oxygen device failed" occurs, the device stops supplying oxygen, so the 1208 "oxygen not available" alarm occurs at the same time. A service proposal for repair was sent to the customer for approval. The service will be completed once the customer accepts the service proposal. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's product support engineer (pse) confirmed that the software version was 3.20, conducted a comprehensive inspection, cleaned the device, performed a functional test, and verified that the issue was resolved as no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1208 "oxygen not available" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the alarm occurred and was replaced with the same model. There was no reported delay in therapy or medical intervention. The customer called technical support to report that a 1208 "oxygen not available" alarm error occurred. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(4).